Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h6. Corrected fields: d9. The device was not returned to olympus for inspection, only the open original sterilization pack was returned. Based on the results of the investigation, a root cause could not be determined as the actual device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during clip placement the sheath comes off and the clip itself is not released the event was repeated both the day before and on friday out of 5 total clip-layers. The issue occurred during an unspecified procedure. There was no report of patient harm.